Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that her blood glucose went low at 46 mg/dl but the sensor was reading between 70 and 80 mg/dl. Current blood glucose was 42 mg/dl and sensor glucose 81 mg/dl. Customer treated for the low; detail of treatment not provided. Troubleshooting was performed and the sensor glucose was 117 mg/dl and blood glucose was between 100 and 150 mg/dl. The customer will monitor and change if needed.